Event description:
It was reported that during an unk procedure, there was excessive heating of the device and failure of the connection with the generator. They had to use a new one. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 11/11/2008. Eval summary: no hot hand piece error was noted during analysis. However, the hand piece was returned with a loose mount and a damaged nose cone. It was tested on a generator and no error code was displayed. The hand piece was disassembled and a torn acoustic isolator was found. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.